Event description:
The orsiro drug-eluting stent system was chosen for treatment of a mildly calcified lesion (75 percent stenosis degree) in the moderately tortuous mid lad. During attempt to advance the device to the lesion, the stent dislodged at the bifurcation left main/lad. It was not possible to retrieve the stent with a snare. Eventually, the stent was adapted to the vessel wall in the proximal lad.

Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. The angiographic material shows a dislodged stent at the distal end of the guiding catheter whereas the stent system has been advanced towards the proximal lad. Since the stent cannot be retrieved, it is crushed against the vessel wall with another stent. The actual complaint event is not visible. The angiographic material does therefore not provide any further relevant information with regards to the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection, every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined number of samples are tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that, according to the IFU, pre-dilatation of the lesion is mandatory. The IFU further advises the user not to reinsert the orsiro stent system if it was removed prior to expansion.